Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 20-may-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a patient. There was no patient information. Return product is not available for investigation. Method date collected tested results sample positive/negative I-stat (B)(6) 2026 10:32 11:48 797.9 ng/l a positive vitros (B)(6) 2026 10:32 14:44 <2.25 ng/l a negative I-stat (B)(6) 2026 10:32 14:44 106.7 ng/l a positive I-stat (B)(6) 2026 13:40 14:48 20.5 ng/l b negative I-stat (B)(6) 2026 13:40 15:00 44.4 ng/l b positive vitros (B)(6) 2026 13:40 15:00 <2.25 ng/l b negative I-stat (B)(6) 2026 15:55 16:00 39.5 ng/l c positive vitros (B)(6) 2026 15:55 16:00 <2.25 ng/l c negative there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).